Manufacturer narrative:
The device was provided for the investigation. A check of all alarm functionalities was performed and no deviations were detected. Log analysis showed that the potentiometer to adjust the oxygen concentration had failed on (B)(6) 2016 at 13:33. Investigation of earlier similar events showed that rare use of the potentiometer resulted in development of an oxide layer on the contact area with increased electrical resistance, finally resulting in the reported malfunction. In case of this failure the device generates optical and acoustical alarm and stops ventilation. As there was no failure found regarding the alarming functionalities, the reported missing audible alarm could not be confirmed. An alternative ventilation device (e.g. Ambu bag) has to be kept ready, as described in the instructions for use. The device has been repaired by replacement of the front plate, which includes the potentiometers. In december 2016 dräger has issued a safety notice to introduce a new software which reduces the impact of this special error condition. In case of a ¿poti unplugged¿ condition the device will continue to ventilate with the last valid settings. The concerned competent authorities have been informed when this action was started.

Event description:
It was reported that while ventilating a patient in spn/CPAP the device failed without audible alarm and displayed, device failure¿. No injury has been reported.